Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of multiple questionable results from a cobas 6000 e 601 module. The customer provided questionable patient data for 34 patients. Questionable results were provided for elecsys vitamin d assay, elecsys pth immunoassay, elecsys tsh assay, elecsys ft4 iii assay, elecsys t3, elecsys t4 assay, elecsys total psa immunoassay, elecsys free psa immunoassay, elecsys vitamin b12 immunoassay, elecsys ferritin, and elecsys folate iii. The below results are examples of the erroneous data for 2 of the 34 patients. Patient 1 initial pth result was 0.696 pmol/l with a data flag. The repeat pth result was 2.88 pmol/l. Patient 2 initial ft4 iii result was 40.56 pmol/l with a repeat result of 15.54 pmol/l. Patient 2 initial tsh result was 3.24 miu/l with a repeat result of 7.13 miu/l. The erroneous results were reported outside of the laboratory but were questioned by the physicians as the results were deemed incomprehensible. Patient samples were re-analyzed on a second instrument. There was no allegation of an adverse event. No reagent lot information was provided. A field engineering specialist determined that the root cause of the issue was due to low water pressure. He found that the gear pump pressure was low which would affect the quality of the reagent probe washing. He also found that the sipper probes were not washing adequately. Precision testing was performed with acceptable results.